Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "locking screw did not lock." 7/4/2024 - additional information received. 3 screws were successfully implanted. Locking bad screw is not put in, and it is finished as it is. The surgeon is relatively satisfied (because it is used in conjunction with a tension band).

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Related the reported failure mode regarding the locking of the variax2 screw it can be mentioned that as part of our post market surveillance activities a potential non-conformity report (nc) was initiated to address similar events related to the variaax2 locking feature. The deep investigation of the nc revealed that the application of over torque during insertion was the root cause of the event. This leads to the damage of the smart lock technology below the head. As a reminder, the operative technique clearly states that the proper use of the screw should prevent this deformation from happening: caution: during bone screw insertion in an oblong hole, the surgeon should rely on tactile feedback to prevent excessive torque which may result in thread/ bone stripping, screw damage/pull through, or screwdriver damage. Proper observation of bone quality, screw size, and instrumentation can help determine the appropriate insertion torque during insertion and final tightening of the screw in the plate. [¿] with the use of variable speed power systems, the surgeon should initially reduce the power to the lowest setting. Final tightening of the screw should be performed by hand to avoid damaging the screw-plate interface however, although no product related issue could be detected a preventive action (CAPA) was nonetheless opened to make the design more robust against a potential over tightening by the user. If the device is returned or if any further information is provided, the complaint report will be updated.

Event description:
As reported: "locking screw did not lock." On 7/4/2024 - additional information received. 3 screws were successfully implanted. Locking bad screw is not put in, and it is finished as it is. The surgeon is relatively satisfied (because it is used in conjunction with a tension band).